Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's trainer stated that the event appears to be the result of recurring bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.